Event description:
It was reported that an st segment elevation occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave 2.0 pfa catheter was selected for use. During the procedure two pulses of the cavo-tricuspid isthmus (cti) were performed with the farawave catheter, which is considered off label use as the farawave instructions for use indicate the catheter should only be used for pulmonary vein isolations. At this point, an st segment elevation was noticed in lead v6. The patient was given 200 mics of nitro, but the st segment elevations did not resolve, and the patient experienced heart block. Backup pacing of the ventricle was performed. An angiogram was initiated, and a stent was placed for pre-existing coronary narrowing. The patient was sedated under general anesthesia when the pfa procedure was cancelled due to a coronary spasm. The patient did not need further hospitalization and was reported as fully recovered from the event. The catheter is not expected to return for laboratory analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.